Manufacturer narrative:
Evaluation: the device history record for the subject handpiece, and all subassembly history records, was reviewed. The device history records indicated all assembly procedures were completed with no deviations and all inspection and tests results conformed to specifications. Misonix has issued a returned materials authorization (RMA) and requested the health care institution to return subject handpiece for evaluation. The device has not been returned to misonix as of the date of this report. Therefore, further investigation to determine potential root cause cannot be conducted as of the date of this report. Misonix cannot determine if a serious injury occurred because the degree of the burn was not identified. The report does not indicate medical intervention was necessary to prevent serious injury. Misonix has contacted the health care institution for additional information. Conclusion: misonix will file a follow-up report once the subject handpiece is returned for evaluation.

Event description:
(B)(6) representative, (B)(6), provided a translated incident report to misonix on 03/25/2021. "Power on of the misonix bonescalpel hand piece, after having purged the irrigation tubing, the handpiece started to heat up, burning the surgeon who was holding it, forcing him to put down the hand piece which started to melt and release smoke."